Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2012; 5076-52, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. Intermittent high current drain was observed using an external power supply. The device was subjected to temperature testing, and subsequent testing still showed same intermittent high current measurement. The device passed diagnostic system testing including fault grade, interconnect, and memory tests. The stacked chip scale package (scsp) was removed from the hybrid and run on a system board with no high current drain observed. The scsp was subjected to temperature cycling. Subsequent testing showed no high current drain. Optical inspection of the external and internal assembly and the scsp did not reveal any anomalies. No hybrid related anomalies were observed during analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.